Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected out-of-range shock impedance measurements. Troubleshooting performed revealed that the shock impedance between proximal coil and can is out-of-range resulting in triad configuration greater than 200 ohms. Boston scientific technical services (ts) reviewed recorded episodes and there was no clear evidence of lead impairment, nevertheless potential lead mechanical issue or lead/tissue interface cannot be completely excluded without further investigation. Ts recommended performing shock vector testing, isometrics and pocket manipulations. If no noise can be reproduced and all measurements are within range then the physician may keep this lead under vigilance and program to single coil however if lead impartment is suspected/confirmed or if sync shocks return measurements greater than 125 ohms, then a lead revision should be performed. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. The rv lead was capped without incident. Due to computability issue with the new lead, this device was explanted and replaced.